Event description:
Boston scientific received information that this right atrial lead exhibited noise, oversensing and suspected myopotential noise oversensed due to possible lead insulation issue. Boston scientific technical services reviewed episode and the lack of noise cannot be considered an electromagnetic interference issue. The field representative will speak with the physician and plans to likely cap the lead and implant a new ra lead if they can gain access. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.